Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type I endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleaks.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a left internal iliac artery aneurysm, left common iliac artery aneurysm and abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The left internal iliac artery was coil embolized at first. Then a trunk-ipsilateral leg component was placed. The left internal iliac artery ostium was intentionally covered by the ipsilateral leg. A contralateral leg component was placed in the right common iliac artery. The patient tolerated the procedure. Reportedly, there was an ulcer like projection (ulp) in the proximal neck. However, it was not covered by the trunk-ipsilateral leg component. On unknown date, follow-up examination revealed a proximal type I endoleak from the trunk-ipsilateral leg component and a distal type I endokeak from the contralateral leg component placed in the right common iliac artery. On (B)(6) 2019, the patient underwent re-intervention. An aortic extender was placed in the proximal part of the trunk-ipsilateral leg component to resolve a proximal type I endoleak. It was positioned 5mm below the renal artery. Co2 angiography showed the proximal type I endoleak remained. Therefore, second aortic extender was placed in the proximal part of the first aortic extender. Intentionally the left renal artery ostium was slightly (approximately 1mm) covered by the second aortic extender. Co2 angiography showed the proximal type I endoleak was resolved. It was also confirmed that adequate blood flow into the left renal artery. Then right internal iliac artery was coil embolized and a contralateral leg component was placed in the distal part of the initial contralateral leg component. The right internal iliac artery ostium was intentionally covered by the additional contralateral leg component. Co2 angiography showed the distal type I endoleak was resolved. The patient tolerated the procedure. Reportedly, the right common iliac artery became aneurysmal and it resulted in a distal type I endoleak. It was also reported that the ulp in the proximal neck was enlarged and it was covered by the aorta extenders.